Manufacturer narrative:
(B)(4). Instrument b: batch # f5vl4a, exp date: 05/29/2014; manufacture date: 06/29/2009; (B)(4): incomplete, interrupted firing stroke. Instrument c: batch # f5vl4a, exp date: 05/29/2014; manufacture date: 06/29/2009; (B)(4): firing trigger teeth, spring cartridge lockout tab. The analysis results found that the tsw45 device a was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The analysis showed that the tsw45 device b was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. F5vl4a. The analysis results found that the tsw45 device c was received with the firing trigger damaged and with a reload loaded in the device. The reload was received partially fired and with the lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no additional abnormalities were found. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a oophorectomy procedure, the device would cut but stapled partially. With two successive staplers and after closing properly, the devices on the tissues, they cut and stapled partially. The surgeon decided to use another reference of stapler: which was impossible to activate. By using force, the physician broke the firing trigger. He finally decided to convert the procedure to laparatomy, using a bipolar scalpel and manual sutures. Additional information has been requested, no response has been received to date.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.